Event description:
This will be filed to report an atrial septal defect (asd) and a leak of a mitraclip steerable guide catheter (sgc), that caused a cascade of effects. It was reported that a patient presented with grade 2+ mixed mitral regurgitation, thick valve pathology, poor right heart function, recurrent mr and worsening heart failure symptoms post-mitral valvuloplasty. During a mitraclip procedure, the steerable guide catheter (sgc) was inserted and an atrial septal defect (asd) occurred. The procedure continued, and an xt clip was prepared. A fluid leak was observed from the gripper lever, after de-airing the guide lumen. The device was never entered into the anatomy or the sgc, and was replaced with a new xt. The replacement xt was attempted to be place on central a2 and p2 leaflets, but gripper on the anterior mitral leaflet could not lower. The lock lever was was unlocked and locked, but the gripper could not be lowered. The gripper was raised and lowered 5 times, and was able to lower half way. The lever was unlocked and leaflets were re-grasped, but the gripper could not lower. Finally, after locking the lever, the gripper was raised and attempted to be lowered multiple times and was eventually successfully lowered. The a2 and p2 leaflets were gripped and the xt clip was implanted, reducing the mr to grade 1+. Due to poor right heart function and the asd caused by the sgc, it was decided to use an amplatzer occluder 10mm as treatment after the last clip was implanted. With the sgc in the left atrium, the guidewire was advanced through the sgc into the pulmonary vein. Then, the sgc was removed and st elevation was detected on the ECG. Air was observed in the sgc and had entered when the guidewire was advanced. Additional aspiration was required. Air was not observed, but suspected to have entered the anatomy. This resulted in transient ischemia of the right coronary artery (rca) and hypotension. Cardiotonic administration was required to treat the hypotension. The asd was able to be closed and the procedure was completed. There were no adverse patient effects caused by the two xt clips. There was no device malfunction or adverse patient effect caused by the amplatzer device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the reported air embolism (therapy/non-surgical treatment, additional) associated with the suspected air in anatomy was due to the sgc leak. The reported leak / splash associated with the air found in the sgc was due to user technique (guidewire insertion/ advancement into sgc). The cause of the reported tia- transient ischemic attack, the reported hypotension, and the reported perforation (atrial: percutaneous intervention), could not be determined. The reported patient effects of hypotension, embolism, perforation, and transient ischemic attack, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical interventions and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Both mitraclip xt devices referenced are filed under separate medwatch reports.na.